Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure of a new system, the pulse generator exhibited no pacing. The pocket was red with no signs of infection. The new system was implanted on the right side. The patient had some periods of asystole. The old device was temporarily left in the pocket and reprogrammed until the device was explanted and replaced. The patient was stable post explant procedure and would continue to be monitored normally.